Event description:
It was reported that there was a lead integrity alert (lia) on the patient's right ventricular (rv) lead. Sensing integrity counter (sic) and high rate non-sustained with what appeared to be intermittent t-wave oversensing (twos) was noted. Follow-up was attempted, but no additional information was able to be obtained. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.